Event description:
The pace/sense portion of the 6948 was capped and the 4092 lead is used for pacing and sensing. The high voltage portion of the lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.